Event description:
The facility reported an infusion pump with a failure code 703: info was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info, patient demographics, medication involved or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.